Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were experiencing high and low blood glucose levels. Blood glucose level at the time of the incident was 303 mg/dl which was treated by bolusing through the insulin pump. Blood glucose level then dropped to 49 mg/dl which was treated with sweets. The customer also reported getting sensor glucose not available alert. Customer declined troubleshooting for the high and low glucose level. The sensor will be returned for analysis.